Event description:
Device 4 of 6. Reference MFR report: 1627487-2012-08293. Reference MFR report: 1627487-2012-08294. Reference MFR report: 1627487-2012-08295. Reference MFR report: 1627487-2012-08297. Reference MFR report: 1627487-2012-08298. It was reported the pt received inadequate pain relief. The scs system was explanted. No further info is available at this time.

Manufacturer narrative:
Manufacturer's eval: analysis of the device is in process; the results will be forwarded when available. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.